Event description:
It was reported that, "during the tka, when the surgeon was using the scorpio cr punch/rasp handle, it broke."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.